Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead had dislodged. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead had dislodged. It was noted the lead had pulled back almost to the device pocket and twiddlers syndrome was suspected. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2117. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.